Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 21140576.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy. Additional information was received that imaging confirmed that the patients lead was not fully removed as the scar tissue made it not safe to remove.